Manufacturer narrative:
(B)(4). The customer returned one three-lumen cvc for analysis. Signs-of-use were observed inside the extension lines. The catheter body was also severed directly below the 45cm mark. The separated portion was not returned for analysis. Visual analysis revealed two small kinks on the catheter body. Microscopic examination confirmed the kinks. The appearance of the kink appears consistent with damage due to undue force during insertion. No other defects or anomalies were observed. The kinks on the catheter body measured 201mm and 219mm from the juncture hub. The catheter body length from the juncture hub to the severed distal end measured 18", which indicates that at least 3.5"-4" was severed and not returned for analysis. The catheter body outer diameter measured .0805" which is within the specification limits of .0790"-.0830" per the catheter extrusion graphic. A lab inventory guide wire with a diameter of .018" was inserted through the catheter. Little to no resistance was observed as the guide wire was able to pass completely through the catheter. Performed per IFU statement, "thread catheter over guidewire and advance catheter over guidewire to final indwelling position." A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a kinked catheter was confirmed through complaint investigation. Visual analysis revealed two small kinks on the catheter body directly below the 19cm and 21cm (respectively) marks. The appearance of the kink appears consistent with damage due to undue force being applied during insertion. The catheter met all relevant dimensional and functional requirements. Based on the customer report and the sample received , unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "PICC was trimmed at 45 cm, it was advanced to 40 cm and threaded. At 40 cm mark, the inserting clinician could not advance or retract catheter. Insertion was from the right side, patient was cardiac surgery and did have psi in place on right side. They did request chest xray, image taken with poor quality, unable to locate PICC tip. Cardiac surgeon decided to remove psi, at which time they were able to take out PICC. When PICC was removed, it was noted that it was kinked at 20 cm and 22 cm mark." No patient injury or consequence reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Event description:
The complaint is reported as: "PICC was trimmed at 45 cm, it was advanced to 40 cm and threaded. At 40 cm mark, the inserting clinician could not advance or retract catheter. Insertion was from the right side, patient was cardiac surgery and did have psi in place on right side. They did request chest xray, image taken with poor quality, unable to locate PICC tip. Cardiac surgeon decided to remove psi, at which time they were able to take out PICC. When PICC was removed, it was noted that it was kinked at 20 cm and 22 cm mark." No patient injury or consequence reported. The patient's condition is reported as fine.